Event description:
The physician advanced a cv-7075 device into the left forearm graft of pt, which was very calcified. The device was advanced venous first to arterial. The device was observed to have the coil protruding from the catheter which was found under fluoroscope during the procedure.